Manufacturer narrative:
Visual evaluation of the returned device found that the device was received broken into 3 major components: the handle, the basket, and the sheath. Most of the outer coil sheath was missing and not returned. The outer coil sheath, pull wire, and outer clear sheath were all cut just distal of the handle strain relief. The handle cannula was not broken, but had separated from the handle thumb ring. The sticker on the handle thumb ring was removed and the set screw that secures the handle cannula to the handle thumb rings was found to be present. The handle cannula was visually inspected and score marks were observed on the proximal end caused by the set screw as the handle cannula was separated from the handle thumb ring, indicating the set screw was properly secured to the handle cannula during manufacturing. Review and analysis of all available information indicated the most probable root cause for this event (handle broken) was operational context, since it is likely that procedural factors such as stone size/density and possible tortuous path of the device affected device performance. The cause for the inability to attach the sohendra device could not be determined due to the outer coil sheath not being returned. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, an rx lithotripter compatible basket was used to crush a large stone observed in the common bile duct (cbd). Once the basket was opened and the stone was engaged, the nurse attempted to crush the stone manually. There was too much resistance, therefore, the nurse attempted to crush the stone using an alliance handle. During this attempt, the cable in the handle broke. The stone was still engaged in the basket inside the cbd. They then cut the handle off the basket sheath using wire cutters and used a sohendra lithotripsy system. It did not fit. The doctor then withdrew the scope, leaving the basket in the cbd. The cbd was recannulated alongside the basket. A spincteroplasty with cre balloon was performed over the wire to allow the basket with the stone to be withdrawn from the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable immediately post procedure and had no complications thereafter.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, an rx lithotripter compatible basket was used to crush a large stone observed in the common bile duct (cbd). Once the basket was opened and the stone was engaged, the nurse attempted to crush the stone manually. There was too much resistance, therefore the nurse attempted to crush the stone using an alliance handle. During this attempt, the cable in the handle broke. The stone was still engaged in the basket inside the cbd. They then cut the handle off the basket sheath using wire cutters and used a sohendra lithotripsy system. It did not fit. The doctor then withdrew the scope, leaving the basket in the cbd. The cbd was recannulated alongside the basket. A sphincteroplasty with cre balloon was performed over the wire to allow the basket with the stone to be withdrawn from the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable immediately post procedure and had no complications thereafter.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, an rx lithotripter compatible basket was used to crush a large stone observed in the common bile duct (cbd). Once the basket was opened and the stone was engaged, the nurse attempted to crush the stone manually. There was too much resistance, therefore the nurse attempted to crush the stone using an alliance handle. During this attempt, the cable in the handle broke. The stone was still engaged in the basket inside the cbd. They then cut the handle off the basket sheath using wire cutters and used a sohendra lithotripsy system. It did not fit. The doctor then withdrew the scope, leaving the basket in the cbd. The cbd was recannulated alongside the basket. A sphincteroplasty with cre balloon was performed over the wire to allow the basket with the stone to be withdrawn from the cbd. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable immediately post procedure and had no complications thereafter.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.